Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had keypad anomaly. The blood glucose was 209 mg/dl at the time od the incident. The customer stated that, she is using the pump then suddenly she was not able to unlock the pump. Customer stated that numbers are not ramping on their own and the scroll bar is not moving with no input. Customer stated that, there is no response from any button. The insulin pump would not unlock. Customer states the button was not unresponsive during an easy bolus attempt. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.